Event description:
It was reported that the site were having issues with the handheld and it would keep freezing on the interrogation successful screen. The physician would perform soft reset to resolve the issue. The MFR has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer. New handheld is being shipped to the site and the old handheld was returned to MFR for product analysis. Old handheld is still undergoing product analysis.